Event description:
Boston scientific received information that this right ventricular (rv) lead was previously attempted for explant and parts of this lead were abandoned. During the device change out, the remaining parts of the rv lead were snared and removed but a small portion of this rv lead was unable to be extracted (approximately 2cm). No additional information as to why the initial lead extraction was performed or why all parts of the rv lead was unable to be removed. This rv lead was replaced with another lead and will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information has been requested of the field representative. Should any further information become available, this report will be updated.

Event description:
Additional information received that this field representative was unaware of any additional procedures done to remove the tip of the lead. The new device was functioning normally and had no new complaints. The portion of the lead was not secured in the pocket. No additional adverse patient effects were reported.